Event description:
This MDR is being filed as exposed implant material. It was reported that following an initial urethral bulking implant procedure in 2006, the doctor observed exposed implant material. The patient experienced delayed mucosal healing, urgency and occasional hesitancy beginning on the following month. The patient was described as voiding reasonably well. The doctor was concerned about doing a second injection at that time. He hopes that the collagen that is under the mucosa bilaterally will heal before he performs a second injection. Doctor stated that he will space the next injection longer than 6 weeks because he is concerned about the delayed mucosal healing and being conservative before another injection. The medical records do not state if the exposed implant material is related to the urethral bulking implant. There is no follow up appointment scheduled at this time.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided. Please see add'l MFR narrative attached.